Event description:
The customer reported that the device made its usual sound during the sealing process but did not seal. Used another device without further consequence. No patient injury or ill-effects. Patient current status reported as recovered.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of follow-up report: (B)(6) 2015. The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report.